Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, cartridge alarm 29 occurred during the load sequence with multiple cartridges. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 72 mg/dl.